Manufacturer narrative:
The ae term has been updated to avf shunt stenosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated event is related to device and revascularization as a clinically driven target lesion revascularization. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, an admiral xtreme pta balloon catheter was used to treat the anastomosis. Approximately 12 months post index procedure, the patient underwent a revascularisation of the anastomosis which was treated with surgery. The investigator and sponsor assessed the event as not related to the device, procedure or paclitaxel medication. The patient was also treated with medication. The patient recovered.